Manufacturer narrative:
(B)(6). On an unreported date in end of (B)(6) 2014, the patient experienced peritonitis. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by lethargy, diarrhea, vomiting and the patient was not eating well. On unreported dates ¿(B)(6)¿, the patient was hospitalized for peritonitis. On an unreported date, the patient was prescribed vancomycin as treatment for the peritonitis (dose, frequency, not reported). On the sixth day after the first of the year, the patient was discharged from the hospital. On an unreported date within the same month, the peritonitis was resolved and the patient was recovered. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.